Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported discrepancies between fingerstick blood glucose (bg) values of 250 mg/dl and the ilet display of 54 mg/dl. The user¿s cgm sensor (libre 3+) had generated multiple error messages prior to this event. A fingerstick bg of 170 mg/dl was entered into the ilet during troubleshooting, and the user was advised to replace the sensor if values did not normalize. No hospitalization or long-term health effects were reported.